Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a green square (an rf component) detached from the sponge and fell within the surgical cavity. The component was safely removed from the patient. There was no patient injury.